Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the patient, who was a participant in the (B)(4) clinical study, is deceased and died approximately six weeks post implant of the implantable cardioverter defibrillator (ICD). The patient is reported to have died suddenly at home. The cause of death is reported to be ventricular tachycardia. The device will not be returned. Additional information related to the device function at the time of death has been requested and not received.